Manufacturer narrative:
The reported incident that bone screw, t7, 2.7x16mm was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much mechanical force during insertion. The device inspection revealed the following: it is clearly visible that the shaft of the screw is indeed completely broken off. The broken surface is homogenous (visible on the close up done with the microscope) which indicates material conformity according specification. Also the inner star recess of the screw head is badly damaged / deformed which indicates that high mechanical forces had been applied. Unfortunately the other part of the screw was not available for investigation as it remained in the patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax dr long plate surgery, a bone screw broke when the surgeon was inserting it to the patients' bone. The broken screw remained in the patient, and the surgery was completed. The patients' bone was not so hard.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax dr long plate surgery, a bone screw broke when the surgeon was inserting it to the patients' bone. The broken screw remained in the patient, and the surgery was completed. The patients' bone was not so hard.